Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00631, 0001526350-2023-00835, 0001526350-2023-00837, 0001526350-2023-00839. Once the investigation is complete, a follow up/final report will be submitted. H3 other text : unknown dermatome.

Event description:
It was reported that during surgery an additional skin graft had to be taken due to the electric dermatome not cutting properly and the middle portion of the graft was left behind. The 3-inch plate was used but the middle portion of the skin graft was left behind. There was a 30-45 minute delay in procedure. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.